Event description:
A facility reported that the arm on the mayfield composite series base unit a3101 was not secured and came unbolted during an unspecified procedure. No patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield composite series base unit, standard (a3101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the handle tested low under pressure, but that would not cause it to come unbolted. As a result, the handle was readjusted. Additionally, the drawbar and viton ball were replaced in the swivel adapter due to wear. General maintenance and cleaning has been performed. Root cause - the complaint is not confirmed, as no issues were observed relative to the reported complaint. Probable root cause of the customer reported issue is improper setup of the mayfield system. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.